Event description:
It was reported device failure and/or patient complications occur when caring for this patient while using the accucath ace¿ intravascular catheter(s) failure to infuse or deliver fluids appropriately on two devices. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.